Manufacturer narrative:
(B) (4)

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the 4.0 x 23 mm multi-link vision rx was used in an interventional procedure in an unspecified target vessel. The stent delivery system was inserted in the pt's vasculature and when the balloon was inflated for stent deployment, the stent could not be located. The stent was found on the stylet still in the packaging. There was no pt effect reported. No additional event or pt info is available.